Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrence, adhesions and hernia repair. Recurrence and adhesions are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent ventral hernia repair. A bard/davol bard flat mesh was implanted in the patient during this repair. On (B)(6) 2015: the patient underwent recurrent hernia repair. Upon entering the abdomen, the physician noted, "the 8 x 10 hernia bulge was opened and internal adhesions to the omentum were peeled away. The anterior abdominal wall was freed up circumferentially in all directions. There was some old mesh in the inferior aspect of the repair site going down towards the umbilicus from a prior hernia repair. The upper central midline area was simply thinned out fascia and hernia sac. This was debrided back to solid fascia. A 15 x 20 oval sheet of mesh was then inserted into the abdominal cavity under the abdominal all with coated side down against the bowel. This gave quite adequate overlap in all directions." The patient continues to experience complications from the failed mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury necessitating via invasive surgery and additional mesh to repair the hernia that the mesh was initially implanted to treat.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent ventral hernia repair. A bard/davol bard flat mesh was implanted in the patient during this repair. (B)(6) 2015: the patient underwent recurrent hernia repair. Upon entering the abdomen, the physician noted, "the 8 x 10 hernia bulge was opened and internal adhesions to the omentum were peeled away. The anterior abdominal wall was freed up circumferentially in all directions. There was some old mesh in the inferior aspect of the repair site going down towards the umbilicus from a prior hernia repair. The upper central midline area was simply thinned out fascia and hernia sac. This was debrided back to solid fascia. A 15 x 20 oval sheet of mesh was then inserted into the abdominal cavity under the abdominal all with coated side down against the bowel. This gave quite adequate overlap in all directions." The patient continues to experience complications from the failed mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury necessitating via invasive surgery and additional mesh to repair the hernia that the mesh was initially implanted to treat. Addendum per additional information provided: (B)(6) 2010 - patient had evisceration of previously repaired ventral hernia. The patient was in the operating room, began to cough very violently after being extubated resulting in hernia that was done with all the stitches broken. An open repair was then performed with the implant of bard flat mesh (device #1, #2). Per operative notes, ¿then omentum was reduced into the abdominal cavity. The fascial ring was identified, and bard flat mesh (device #1, #2) was placed at the site with interrupted sutures." (Note: device #1, #2 have been considered based on the two implant stickers provided) (B)(6) 2015 - patient had recurrent incisional ventral hernia thereby underwent open repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿the hernia bulge was opened and internal adhesions to the omentum were peeled away. There was some old mesh (device #1, #2) in the inferior aspect of the repair site going down towards the umbilicus from a prior hernia repair. An oval sheet of ventralight st mesh (device #2) was then inserted into the abdominal cavity under the abdominal wall with the coated side down against the bowel using suture.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain and suffering. And change in bowel habits after 2010 surgery, thinned out fascia. It was also alleged that about one year ago in 2017 patient had experienced abdominal pain, has not seen a doctor for it yet. Pain comes and goes.

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrence, adhesions and hernia repair. Recurrence and adhesions are known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 8 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent hernia repair. Updated fields: a2, b4, b5, b7, d.4 (UDI no.), g1, g3, g6, h2, h6, h10 this supplemental emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.